Manufacturer narrative:
Insulin pump was unable to vibrate due to broken vibrator red wire. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not vibrating. Customer's blood glucose was not reported. Insulin pump would be replaced.